Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose reached 442 mg/dl. Reportedly the customer continued to use the pump and had manual injections for insulin therapy.